Event description:
The customer reported that professor (B)(6) completed the seal cycle from the forcetriad whilst having the ileo-colic vessel in the jaw. He then cut the ileo-colic vessel and then it began to bleed. The professor dealt with the bleeding by tying off the vessel with a suture. There were no adverse effects to the patient or tissue loss/damage. There was no extension in the incision, no additional blood loss, and no delay in surgery. There is no sample to return as it was discarded.

Manufacturer narrative:
(B)(4). No investigation could be completed for this complaint. There was no lot number/serial number available and no sample was returned to evaluate. Without the sample and without a valid lot/serial number, an investigation could not be performed. The file will be closed at this time. If sufficient additional information is obtained, or the sample is returned, we will re-open this complaint and perform an investigation.